Event description:
A physician reported that during intraocular lens implantation procedure, pushing out the lens from the device caused scratch on the optic. The lens was removed and replaced with another lens in an initial procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).